Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed during implant. Lead was capped and replaced. There were no adverse consequences to the patient post-procedure.